Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2015 from a patient. This case involved a (B)(6) female patient who received treatment with synvisc and stayed with her both knees immobilized/she could not move her legs/she did not leave her house and remained for one week without going to toilet, lying in bed. No medical history, concomitants, past drugs or concurrent conditions was reported. On an unknown date (more than two years prior to reporting), the patient initiated treatment with synvisc injection, 2 ml syringe with 3 applications every 6 months (dose, route: not provided, batch/lot number: q1405 and expiry date: 31-mar-2014) in each knee for arthrosis in both knees (bone wast). It was reported that patient bought 6 boxes of the product synvisc. After using the first box of the product. Patient had the expected effect. Further reported that when the patient used the medicine of the second and third boxes, she stayed with her both knees immobilized and did not leave her house. The patient had two boxes of the product synvisc, but the physician did not authorize the patient to use it. On an unknown date, the patient could not move her legs and remained for one week without going to the toilet, lying in bed immediately after using synvisc. The patient's physician advised her to discontinue the use of the product. The patient was suspicious of the quality of that lot because she had already used this product before, about 02 years prior to the date of this report, and this had never happened to her. The patient was advised to take anti-inflammatory, but the events did not resolve. So, the patient went to the hospital where the anti-inflammatory "trelone' was prescribed, and her knees wer back to normal. Outcome: recovering for both the events. Seriousness criteria: required intervention for both the events.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with results pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this is an initial case concerning a (B)(6) female patient who required intervention as she stayed with her both knees immobilized/could not move her legs/she did not leave her house and she remained for one week without going to toilet, lying in bed after treatment with synvisc for arthrosis in both knees. Since the product and the events are related temporally; therefore, the causal role of synvisc cannot be completely excluded for the event. Also, due to lack of information regarding the patient's underlying concurrent medical conditions, concomitant medications and investigational details the complete medical assessment is difficult.